Event description:
(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original aware date is (B)(4) 2011. New information received on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. Patient ID reported (B)(6). Implant date unknown.

Event description:
Patient participated in a post market clinical study for chronos and it was reported that the patient experienced slow healing wound, possible suture reaction. Patient was prescribed better wound care, clean with soap and water, hydrogen peroxide dressing changes, and a prescription for keflex prophylactically.